Event description:
Procedure performed: "laparoscopic sleeve gastrectomy". Limited information available at the time of the report. The rep was not present for the case. "Scissor tip broke at the start of the case." Additional information received via email on 20nov2020l. During procedure, when attempting to cut tissue, scissors broke. Mucosa/adipose tissue of stomach was being cut when the tip of the scissors broke. The scissors did not come into contact with another instrument. All materials were removed from the patient. No photos are available due to hippa laws. A new applied scissor was opened and patient was unharmed. Intervention: "yes-a new applied scissor was opened and patient was unharmed". Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The event unit was visually inspected for damage; however, there were no non-conformances observed on the tips of the scissor blades. The event unit was also able to actuate smoothly and cut through test material without issues. Applied medical is unable to determine the root cause of the event as the event unit met current specifications and no damages were observed on the tips of the scissor blades. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic sleeve gastrectomy limited information available at the time of the report. The rep was not present for the case. "Scissor tip broke at the start of the case." There was no patient injury. Product is available for return additional information received via email on 20nov2020 from [name] during procedure, when attempting to cut tissue, scissors broke. Mucosa/adipose tissue of stomach was being cut when the tip of the scissors broke. The scissors did not come into contact with another instrument. All materials were removed from the patient. No photos are available due to (B)(6) laws. A new applied scissor was opened and patient was unharmed. Intervention: "yes "a new applied scissor was opened and patient was unharmed" patient status: no patient injury.